Event description:
It was reported the onyx (liquid embolic agent) could not be visualized by x-ray. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted after the device is returned and the evaluation is completed.